Event description:
Asr revision reported via sales rep. Asr xl; left. Reason(s) for revision: pain.

Manufacturer narrative:
Date rcvd by MFR: 1/10/2016. Update 1/10/16 medical records received. Medical records reviewed for MDR reportability. The primary surgery was completed on 11/22/2008 in india with revision surgery in the united states. Revision surgical report noted the stem had very little anteversion and was somewhat neutral but because of stability it was not revised. Part/lot stickers for the head and sleeve received and updated. The complaint was updated on: jan 29, 2016. Brand name: taper sleeve adapter 12/14 +2, part number:999800102, lot number: 2712160. 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy still considers this investigation closed at this time.

Event description:
Update 1/10/2016 medical records received. Medical records reviewed for MDR reportability. The primary surgery was completed on 11/22/2008 in (B)(6) with revision surgery in the united states. Revision surgical report noted the stem had very little anteversion and was somewhat neutral but because of stability, it was not revised. Part/lot stickers for the head and sleeve received and updated. The complaint was updated on: jan 29, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/18/2014 - medical records received. Product/lot information provided for stem and sleeve. Doi provided. Upon revision, alval, soft tissue and acetabular defects, inflammatory change, and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on: 07/23/2014.